Manufacturer narrative:
The report states: litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy asr hip. Patient will need to undergo revision surgery. Reason for the need of a future revision is not mentioned. Doi: (B)(6) 2009; dor: unk (unknown side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Plaintiff's preliminary disclosure (ppd) form and implant stickers received which identified part/lot information and the patients date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on or about (B)(6), 2009, pt was implanted with a depuy asr hip. Pt will need to undergo revision surgery. Reason for the need of a future revision is not mentioned.